Event description:
A patient reported experiencing inaccurate high results with a fast take meter. The patient's blood glucose results were 154 mg/dl on their meter and 90 mg/dl on the lab. Tests were done within 10 minutes with a difference of 64%. The control solution passed on the meter. Patient did not experience any adverse events. No further information has been reported.